Event description:
Well, it was self-intervention. I experienced serious blurred vision both at near and far while using the product. I never left the house with them and only tried two different pairs out for about 15 minutes each. I also had four vials of unopened lenses with the same lot number, so I did not see the point of trying them out. After removal, my vision was what was expected with my eyeglasses with no ongoing eye irritation. Dates of use: 2009. Event abated after use stopped or dose reduced?: yes. Diagnosis or reason for use: myopia. Event reappeared after reintroduction?: yes.